Event description:
It was reported by service report that the bed has no power. The bed was left plugged in and pulled from the wall, shorting out the power entry module. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power entry module.